Manufacturer narrative:
No product was returned however the pumps operators manual indicates that the pump will alarm with various error codes which indicates a potential problem with the pump. The user manual also states if an error code appears, the pump should be removed from use and returned for service. The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4). A service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error code. There was no patient injury reported.